Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Inform user facility reported patient test result from green tube at 18:05 was 135 mg/dl, finger stick result at 18:09 was 267 mg/dl. Reported patient had "decreased consciousness" for undetermined reason. Reported no adverse event. A request was made for the return of the strips.